Event description:
(B)(4). Essure was implanted 2008. The onset of my symptoms started shortly after the implant. This is a list of the side effects and symptoms that I have experienced due to essure: extreme menses cramping, bleeding and pain, sharp pelvic pain, abnormal menses, loss of libido, joint pain, extreme fatigue, widespread pain, bloating, dizziness,tingling and numbness in hand/feet, forgetfulness, unclear thought processes, anxiety, and mood swings.

Event description:
#Medwatcher #followup1 #fdamw5043330 #(B)(4). Please note: my widespread pain is two-fold. I have both extreme joint and flu-like muscle soreness pain through out, plus significant lower back and coccyx pain. Sitting is extremely difficult, as well as, walking or any type of physical activities. I experience stiffness in the mornings, where walking is almost non-existent. Pain contains throughout the day, worse with any level of activity, and sleeping is difficult. I also suffer pain from light touch, like shower water or a gentle hug, and painful headaches, and migraines.